Manufacturer narrative:
The macroscopic and microscopic examination revealed that plate broke by exceeding the materials strength after a few cycles under very high forces in low cycle fatigue mode. The investigation with sem shows on the fractured surfaces a large part of forced rupture, which point to action of high forces.

Event description:
Originally believed to be two plates with the same part number in 8010177-2007-00049. After investigation realized, it was two different part numbers; therefore, filling is being done for second plate. Plate broke 8 weeks post-op after uncomplicated lefort I procedure. Revision was done with new implants.